Event description:
Consumer called on (B)(6) 2012, to state that she had applied the nsw patch directly on skin of leg and within 1 hour she had received a visible "burn." She said she took a photo and would send to (B)(6) office with two (2) unused patches. Although requested, okamoto has not received documentation of complainants injury, such as medical records or a photo of affected area. No confirmation has been received that patient received any medical intervention.